Manufacturer narrative:
Involved proglider files sterile 25mm that broke during use are not available and cannot be analyzed by our laboratory. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). No link can be established between breakage issue and information found during DHR review (batch #1619843). Root causes are not identified. We will track this kind of event and we monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a proglider file broke during use. The broken file was not retrieved and was incorporated as part of the filling.